Event description:
During surgery the surgeon noticed that there was a very small particle resting on the retina. This particle was removed with the back flush instrument. Surgeon would like to know if this particle could possibly come from the vitrector or the forceps being used during this surgery. This complaint form is from the forceps only. Patient checked next day for any reaction to the particle - none, all is well.

Manufacturer narrative:
Regarding this event, both the disposable microforceps and the vitrectomy cutter were received for investigation. The particle was not returned as this was aspirated during surgery and not retained for investigation. The products (i.e. Microforceps and vitrectomy cutter) were visually inspected to evaluate whether they were the source to the particles observed during surgery. Regarding the microforceps returned for investigation it was noted that the shaft of the microforceps was bent and partly broken just above the connection point with the handle. However, this is excluded as a potential source of the particle identified in the patient's eye, because it is not in a direct contact with the eye during a surgery. Furthermore, it cannot be ruled out that this damage occurred after surgery and/or during transport of the device back to dorc (i.e. Items were returned in a box without any protection). No deviations regarding the tip were identified. In addition, review of the device history record (DHR) of this article did not reveal any anomalies. Based upon these findings the microforceps returned to dorc is ruled out as a potential source of the particle identified in the eye during surgey (i.e. The cause cannot be traced to the device).

Manufacturer narrative:
Complaint articles were received by dorc. Investigation will be initiated as soon as possible. (B)(4).

Event description:
During surgery the surgeon noticed that there was a very small particle resting on the retina. This particle was removed with the back flush instrument. Surgeon would like to know if this particle could possibly come from the vitrector or the forceps being used during this surgery. This complaint form is from the forceps only. Patient checked next day for any reaction to the particle - none, all is well.